Manufacturer narrative:
Device alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test or verify motor position encoder error alarm in alarm history screen due to motor error alarms. Device had a scratched display window. No moisture damage noted on electronic assembly.

Event description:
Customer reported via phone call that she woke up with empty reservoir. Device alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 458 mg/dl. Customer worked at a prison, customer had to go through metal detectors. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.